Event description:
The customer reported that the system was not booting. Also they couldn't pull up anything on any of the screens. A message displaying saying it was not available. The customer had someone temporarily fix the system, but they were told if the system is turned off, it will not come back on.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.